Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a lead implant procedure, inadequate capture and undersensing issue was observed on the lead. Lead was explanted and a new lead was implanted. Patient was stable.